Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between on (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced heavy breathing, shaking, palpitations, became extremely cold and clammy. When a fingerstick was taken by the husband the cgm reading was 100 mg/dl, and the blood glucose reading was 50 mg/dl. The patient was treated with a glucagon injection and was given glucose drops. The patient stabilized after 1 hour. No further treatment was reported to be needed and the patient did not go to the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.